Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 27-jan-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) via a manufacturer¿s representative (rep). The rep reported that the patient was complaining of a loss of therapy and painful abdominal stimulation. The rep reported that multiple reprogrammings had occurred on (B)(6) 2020, (B)(6) 2020 and (B)(6) 2020. There were no impedances as of (B)(6) 2020. The rep also stated that patient education had occurred. The rep reported that at this time, the patient was very dissatisfied with the implant. The patient claimed the trial took away almost all pain and now the implant was just causing new pains in the abdomen. The rep was currently working actively to find a program that would work for the patient. The rep reported that the patient had placed a lot of blame on the doctor and how the paddle was implanted. Additional information was received from the patient. The patient reported that since date of implant, he hadn¿t received therapeutic relief from his ins. The patient reported that in addition to no relief he has had 5 intestinal spasms from his ins. The patient reported that he had met with 3 reps. The patient reported that no one had been able to program his ins to give him therapeutic relief. The patient reported that a rep told him that he had a ¿paddle implanted instead of a lead¿ and he thought that was a cause of his lack of relief. A rep later reported that the patient¿s complaint regarding the therapy are primarily physician related and they did explain to them that they just turned on his stimulator 2 weeks ago and they were still very early in the process of finding the optimal program settings. The rep noted that the patient¿s pain doctor discharged them from her practice and they were not currently seeing anyone else to help manage them in the interim. Additional information was received from a rep on 2020-03-23. The rep reported that the patient expressed dissatisfaction about not being told information about diving guidelines prior to implant and that they were misinformed. The patient¿s wife stated that they were given false hope with the trial because the implant is ¿faulty¿ and not working. The patient wasn¿t feeling stimulation like during the trial. Multiple reps had worked with the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause was undetermined. Several reprogramming have occurred in an attempt to gain relief while keeping the stim out of the abdomen. The even has not been resolved. The patient stated they will likely take the steps to have the implant removed. The provided information was confirmed with the physician/account. No further complications were reported.